Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. It was noted this was likely due to a cystoscopy which had stretched the cuff. The device was explanted and replaced. No further patient complications were reported.